Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator has a battery failure error. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: the field service engineer replaced the battery to address the reported problem.